Manufacturer narrative:
The investigation for the pump stop has been completed. The impella was returned for evaluation. Upon evaluation of the pump, a large impeller gap was identified. Data logs confirm the high motor current pump stop with motor current spikes. The root cause of the pump stop was determined to be bearing wear as seen by an enlarged impeller purge gap. Added- d9 device return date, h6 impact code 4629.

Event description:
The user facility reported a 58-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the impella pump stopped. Troubleshooting to restart the device was unsuccessful. The pump was removed and replaced with a new impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿